Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected, functionally tested, and the alarm log review was performed. Visual inspection identified the broken door latch. The cause was undetermined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door latch. No additional information is available.